Event description:
It as reported that during preventive maintenance on an 840 ventilator the graphical user interface (gui) had a blank screen. The field service engineer (fse) replaced the graphical user interface, central processing unit (gui cpu). Fse also installed ak level software. Fse ran an extended self test (est) and short self test (sst) and calibrations. Unit passed all electrical safety testing and is ready for patient use.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.